Event description:
It was reported that, while under evaluation, an autopulse platform displayed a user advisory 16 message. This fault could not be cleared. No adverse patient sequelae was reported. No further information was provided. MFR requested additional information on (B)(4) 2013, however no further details have been obtained.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.